Event description:
It was reported that the participant experienced a severe low blood glucose event after lunch while using the ilet bionic pancreas, with the cause reported as unclear and no alerts or alarms noted. Symptoms included hypoglycemia consistent with a serious low blood glucose episode. Outcomes included a significant adverse event without hospitalization reported. Investigation included outreach to obtain additional information from the participant and internal review of available device and event details. Investigation of this case revealed no device alerts or alarms associated with the event and no definitive device malfunction identified, with cause remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.